Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a belt malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the damaged monitor caused or contributed to the event.

Event description:
A us distributor contacted zoll to report that a patient's doctor reported that a patient was not treated by the lifevest during vf on (B)(6) 2021. It was reported that the patient was externally defibrillated. The patient was in the hospital and continued use of the lifevest following the event. Per clinical review of the continuous ECG recording, the patient was in a paced rhythm at 110 bpm, degrading to vf with motion artifact at 08:26:42 on (B)(6) 2021. The patient was in vf with motion artifact, which slowed to vt with motion artifact, self-converting to a paced rhythm at 90 bpm from approximately 08:27:10 to 08:27:54. The lifevest detected the arrhythmia, but motion artifact and electrode lead fall off prevented the delivery of a treatment. The patient was in a paced rhythm at 90 bpm at the time of the device shutdown at 08:33:36.